Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during a normal replacement surgery a guidewire couldn't being successfully positioned. Another guidewire was then used and the procedure was completed. No adverse patient effects.